Event description:
It was reported that there was wound breakdown/infection found upon examination/palpation, and the entire system was explanted. It was reported that the patient never healed from the last implant surgery. The wound never closed and thus developed superficial infection. It was reported that the patient had poor healing ability, and prior cultures were negative although later on developed superimposed (B)(6) infection leading to system device explantation. Reported outcome was resolved without sequelae with a resolved date of (B)(6) 2010.

Manufacturer narrative:
Product ID, 377845 lot# v011642 serial#, implanted: 2007 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 377845 lot# v016618 serial#, implanted: 2007 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6), product type extension. (B)(4).